Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The pt's arteries were reported to be moderately calcified, moderately tortuous, and small in diameter. It was reported that the bifurcated stent graft was inserted a couple of times, unable to advance to the intended landing zone and removed from the pt. The physician deployed the iliac limb yrirx16115 prior to the bifurcated stent graft in the right common iliac. The physician was able to advance the bifurcated stent graft though the iliac limb and successfully deploy the bifurcated stent graft. Upon removal of the delivery system the pt's blood pressure started to drop. The physician removed the 22fr sheath, and there was a dissection in the external iliac. The sheath had been containing the dissection. The pt became unstable and required multiple blood products. The physician implanted an yrirx16115 stent graft to cover the dissection. The case was completed, no additional sequelae were reported and the pt remains in intensive care unit.